Manufacturer narrative:
Reference medwatch 3004209178-2015-96451 for additional information. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer had a stomach virus on (B)(6) 2014 and caused her blood glucose levels to rise. Her blood glucose level was around 400 mg/dl but her sensor glucose reading was 160 mg/dl. The customer had issues with her sensor and blood glucose level readings. She stopped wearing the sensor. The product was not returned. Nothing further to report.